Event description:
The doctor reported an event of persistent iritis after implant of a memorylens u940s1 into a patient's left eye in 2001. The patient was treated with steroids - predforte. The inflammation was still present at the patient's last exam in 6/2001. The doctor's prognosis as of the last visit was fair, still with cell and flare, cornea clear, visual acuity corrected to 20/30 -2 os. The doctor did not know if this incident was lens related.